Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss did not confirm the reflux issue. The fss found the unit to be working properly. The fss performed an annual preventative maintenance. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a posterior capsule broke. A brief description from the surgery center indicated a problem with the right and left yaw with reflux. The event occurred on the last case of the day. The surgeon implanted a 3 piece intraocular lens instead of a 1 piece intraocular lens. The patient outcome comments were that the patient was fine and happy with the visual outcome.

Manufacturer narrative:
Supplemental report #1 was incorrectly marked as "additional information" when it should have been "device evaluation."